Event description:
A caller reported a rapid increase in insulin battery charge percentage within a short period. The caller declined to answer whether this caused their blood glucose to exceed a certain level, and there was no unexpected shutdown due to the issue. Technical support decided to replace the malfunctioning pump. The caller was instructed to use multiple daily injections as a backup therapy and was guided on how to put the pump into storage mode before returning it. The customer understood these instructions and confirmed the shipping details for the replacement.